Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the standard inflate/deflate pump was leak tested, visually inspected, and examined using a microscope. The pump kink resistant tubing (krt) cylinder has a hole which led to a leak that was result of fatigue and wear. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in proximal cylinder bodies and in cylinder bodies. The tubing of both cylinders was identified as having been cut down to the input tube sleeve junction. Cylinder 1 has leak that was result of wear at fold in proximal cylinder body; hole in the outer tube was present. Cylinder 1 was not pressure tested due to leak was identified. Cylinder 2 passed all tests performed. The identified fluid leak is also the probable cause of the reported inflation issue, as the device would not be functional after the system fluid was lost. The ams700 ipp spherical reservoir was visually inspected, leak tested and microscopically examined. The reservoir has wear at a fold in the reservoir shell; hole which led to a leak was found in the reservoir shell. The identified of fluid leak could cause the functionality of the device, as device would not be functional after the fluid system is lost. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) due to inflation issues. A patient outcome was not reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) due to inflation issues. A patient outcome was not reported.